Event description:
Related manufacturer report number: 2017865-2022-10608. It was reported that a patient presented to clinic for follow up. Device interrogation revealed high capture thresholds on both the right ventricular (rv) and left ventricular (lv) leads. The physician elected to explant and replace the lv and rv lead. The patient condition was stable.

Manufacturer narrative:
The reported event for high capture thresholds was not confirmed. Visual inspection of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
Correction: g3 should have been (B)(6) 2022 in the previous report.

Manufacturer narrative:
Correction: d4 - serial number should have been (B)(6) and not (B)(6), lot number should have been a000112657 and not a000112863.